Manufacturer narrative:
The events of "capsular contracture, baker grade unknown" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown.¿

Event description:
Healthcare professional reported left side device removal for capsular contracture, baker grade unknown. Device has been explanted.